Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a time/date issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed a manual time/date change. There was no reset after the pump rebooted. The time/date reset to the default settings was duplicated during testing. The pump cover was removed and a visual inspection showed the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.